Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Representative reported that adjusting the door switch resolved the issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the imaging system pendant displays door is open when the door is closed. There was no patient present at the time of the issue.